Event description:
It was reported that the recanalization catheter flush port was cracked upon removal from the packaging. Reportedly, an attempt was made to flush the catheter; however, saline was observed exiting the crack. Another recanalization catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for eval; therefore, the investigation is inconclusive. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package.